Manufacturer narrative:
A batch record review of lot c346 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trend was detected. CAPA (B)(4) was initiated for complaint category, centrifuge bowl leak/break. Service orders, (B)(4), feedback: for service order, (B)(4), the service technician cleaned the remaining blood out of the system and replaced the lower drive tube bearing clip. The technician performed the system checkout procedure and also conducted a water treatment test using a stock kit. For service order, (B)(4), the service technician replaced the centrifuge window and cleaned up the blood. He then conducted the system checkout procedure and returned the instrument to service. No further action is required. This assessment is based on information available at the time of the investigation. The kit, smart card and pictures were returned for evaluation. Analysis of the returned kit, smart card and pictures is in progress. A supplemental report will be filed when this analysis is complete. (B)(4).

Event description:
The customer called to report a drive tube and bowl break at approximately 200ml whole blood processed. The customer stated that no alarms occurred. He just heard a very loud clanking sound and noticed blood in the centrifuge chamber. The patient was reported to be in stable condition. The patient is an in-patient and will be monitored. The patient will be receiving a second unit of blood as previously planned. The patient had a hematocrit of 20.2% and was given one unit of blood prior to starting ecp. The patient's platelet count was at 18,000. The treatment used acda set at an a/c ratio of 10:1; in double-needle configuration with flow rates for both the collect and return at 20ml/min. Service order, (B)(4), was generated. The customer called again on (B)(6) 2014, and reported that some residual blood was still visible inside the centrifuge, on the window, on the door hinge and seal areas, after (B)(4) had been completed. The field engineer was called for additional service and he reported that the centrifuge window had also appeared to be scratched or possibly cracked. The customer confirmed that there was some damage observed on the inside of the window. Service order, (B)(4), was generated. The kit, smart card, and pictures were returned for evaluation.